Event description:
Report received of an over-delivery found during preventative maintenance testing. During testing by the user facility biomedical engineering department, the pump was set to deliver 20ml. The received measured volume was 21.5 ml. Delivery accuracy specification for this device requires delivery of 20 ml +/-1ml (+/-5%). There were no reported adverse patient events while the device was in clinical use.